Manufacturer narrative:
The device was not returned and there was no specific performance related failure reported by the user, therefore an investigation could not be conducted. Pericardial effusion is a potential adverse events associated with percutaneous procedures referenced in the device's IFU. Based on this information, a CAPA is not required. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Per instructions for use (IFU) : pericardial effusion is consider as potential adverse events associated with percutaneous procedures . Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Concomitant medical products: model no: ep003994s, serial/lot no: (B)(4): brockenbrough needle implantable. Our investigation is still in progress, follow up report will be submitted if we found any further additional information.

Event description:
It was reported that during an radiofrequency (rf) procedure, a pericardial effusion was observed during the transeptal puncture. Pericardiocentesis was performed. The case outcome is unknown. The patient's hospitalization was extended, and the patient was in the intensive care unit. No additional information is available and no other adverse event was reported.